Event description:
Related manufacturer reference number: 2017865-2022-13370, related manufacturer reference number: 2017865-2022-13371. It was reported that a patient presented remotely. Examination of the transmission revealed unspecified over-sensing on the right ventricular lead. When the patient presented to clinic, further examination of the patient's right ventricular(rv) and right atrial (ra) leads revealed high capture thresholds. X-ray imaging confirmed ra and rv lead dislodgement. The rv lead was explanted and replaced and the ra lead was repositioned. This surgical intervention occurred on (B)(6) 2022. During that intervention, the set-screw of the patient's implantable cardioverter defibrillator was found to have an intermittent connection, resulting in an inability to tighten around the left ventricular lead. Additionally, the rv lead helix was unable to be extended. The device as explanted and replaced on (B)(6) 2022. No patient consequences were reported.